Manufacturer narrative:
Concomitant medical products: model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed high/undefined pacing impedance, short interval counts (sic) and noise. A lead fracture is suspected. The lead currently remains in use but a lead revision is planned. No patient complications have been reported as a result of this event.